Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump did not pass the sleep current measurement test due to high currents. Pump was monitored, and no device heating up noted during testing. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, power loss alarm on 04/15/2025 09:14:22.000 was found in the history files. Pump error 43 on 04/15/2025 09:06:00.000 and pump error 130 on 04/15/2025 09:30:03.000 were found in the history files. Pump was cut open to perform visual inspection and found¿moisture damage¿on the battery tube, force sensor and motor home switch.¿the sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display was not confirmed. Device heating up was not confirmed. Pump error 43 and pump error 130 were confirmed in the history files and due to moisture damage on the motor assembly. Pump received with a high sleep current measurement, problem was isolated to electronic stack. No current code/category was confirmed due to high sleep current measurements. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump got too hot and a blank display. Also, the customer mentioned the pump got a power fault & the pump kept restarting. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.